Manufacturer narrative:
Per the manufacturer's subsidiary, the ccm would display a "lan trap: not found" and a "irapatch: not found" error message, before the screen would go blank and the background would turn white. The user facility is not returning the unit for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not properly boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts were unsuccessful for part return as the user facility is insisting that the unit be repaired onsite. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.